Event description:
On (B)(6) 2026, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient's stoma had white/beige discharge and became septic after not changing the dressing and the patient required a prolonged hospital stay. The stoma had hyper granulation but was improving. The device was not returned.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Sepsis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.